Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 13may2021. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 13may2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia and other neurological events (not stroke-related) as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was noted that the patient had an arrhythmia prior to lvas therapy, as well as an ICD implanted prior to lvas therapy.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient experienced cardiac arrhythmias on (B)(6) 2021. He experienced an acute onset of transitory loss of consciousness on the afternoon of (B)(6) 2021. There was a pulsatility index transitory drop to 2.4. His wife was instructed to obtain a remote interrogation which showed three episodes of non-sustained ventricular tachycardia correlating to the episode. The patients highest registered heart rate on device was 280 beats per minute. He was initially seen at an outside emergency department on (B)(6) 2021 where he received a dose of amiodarone 200 orally and was discharged home. He was then admitted to the study sites hospital after choosing to go to study site.